Manufacturer narrative:
The device was returned and was visually inspected, photographed, and sent to an independent laboratory for physical evaluation. Results of these tests have not been received. A follow-up report will be submitted upon receipt of the test report from the contracted laboratory.

Event description:
(B) (6) with (B) (6) ambulance service was dispatched to assist a (B) (6), female, in cardiac arrest. (B) (6) requested assistance from the fire chief, who lived across the street from the location. The fire chief had the micromask in his possession and used the mask along with compression (CPR) to attempt to revive the patient. The fire chief performed CPR for 4 minutes prior to (B) (6) arriving on the scene. The fire chief claimed that air would not flow through the mask. This was confirmed by (B) (6). Compressions continued while the patient was transferred to the hospital. While at the hospital, cardiac rhythm was detected, however, the patient expired. Cause of death was myocardial infarction.